Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-32788. It was reported that the patient presented for follow-up in clinic with both their right atrial (ra) and right ventricular (rv) leads dislodged. The dislodgement was confirmed via x-ray. Furthermore, it was noted that the helix of each lead would not extend. Therefore, the physician elected to explant and replace both ra and rv leads successfully. The patient was in stable condition.